Event description:
It was reported that the customer's pump screen was dark and would not turn on, and the battery was not charging. There was no adverse impact to the customer's blood glucose level. After troubleshooting, it was discovered that the issue was due to defective charging supplies. The customer resolved the problem by using a non-tandem wall adapter and a non-tandem charging cable. Customer technical support assisted the customer with resetting the pump and getting it back to normal operation.